Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was last seen at the doctor's office on (B)(6) 2015. It was encouraged that the patient follow-up in office with a new urologist in their new state, since currently the patient lived out of state.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing poor communication and the poor communication screen on the patient programmer (pp). It was stated that the pp wouldn't communicate when the antenna was plugged into it; however, the patient was able to connect without the antenna. It was noted that in (B)(6) 2016, the pp didn't turn on and they replaced the batteries and the pp worked. It was stated they had a re placement pp and they had general setting because it wasn't programmed by the doctor yet. The patient also reported the implantable neurostimulator (ins) had been moving for the last 3-4 months where the ins shifted upward and downward to the buttocks. The patient saw the doctor (B)(6) 2015 and the doctor said the ins moved. It was indicated they would be setting up another appointment with their doctor. It was noted they had a trauma to their back in (B)(6) 2016 due their job since they are a roofer and they lift heavy objects. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.